Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture 31-may-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that system tower door latch was broken. A field service engineer (fse) had logged in and powered down the station, removed and inspected the latch column, replaced the door latch with a new one, reinstalled the latch column, powered the station up, had the customer log in to recover storage space and verify door operation. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, middle door latch was broken. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.